Manufacturer narrative:
Device passed self test, active current measurement, sleep current measurement, and displacement test. No pump error 54, pump error 4, pump error 53, and pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 3 alarm, pump error 54 alarm, and pump error 53 alarm due to software error. No failed battery alarm or power anomalies noted during testing. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that insulin pump had battery related errors. The customer was advised to replace and to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.